Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown oxford tibial domed lateral component; item number: unknown; lot number: unknown. Unknown oxford femoral component; item number: unknown; lot number: unknown. G2: germany. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Due to insufficient product information, the compatibility of the involved products could not be verified. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Journal article citation: walker, t., freericks, j., mick, p., trefzer, r., lunz, a., koch, k., renkawitz, t., & hariri, m. (2025). Long-term results of lateral unicompartmental knee arthroplasty with a mobile-bearing device. The bone & joint journal, 107-b(3), 322-328. Https://doi.org/10.1302/0301-620x.107b3.bjj-2024-0859.r1.

Event description:
A journal article was retrieved from the bone & joint journal (2025) that reported a retrospective study from germany. The purpose of the study was to evaluate the long-term survival and clinical outcomes of the oxford domed lateral in a non-designer centre. The study analyzed prospectively collected data from a consecutive series of 106 knees/101 patients who underwent unicompartmental knee arthroplasty for isolated lateral osteoarthritis at the heidelberg university hospital between january 2006 and december 2014 using the oxford domed lateral (odl) implant (zimmer biomet, USA). 102 ukas had a cemented femoral component. The study population had a mean age of 60.2 years, 78 males/28 females, and a mean length of follow-up for 10.4 years with clinical data at the most recent follow-up available for 55 patients. The study reported one revision due to a wound healing disorder. Diligence is completed, and no further information on the reported event has been provided.